Manufacturer narrative:
Section d & g fields were populated as device lot/serial number was received. H6 - code c19: review of device manufacturing record history confirmed device met pre-release specifications. Two additional reports were submitted for this same patient/procedure. Manufacturer report #2017233-2026-07019; manufacturer report #2017233-2026-07021. The IFU was reviewed, and the following statement was found to be applicable: complications and adverse events can occur when using any endovascular device. These complications include, but are not limited to: stenosis, thrombosis or occlusion.

Event description:
The following was reported to gore: on (B)(6) 2025, an arteriography showed a pre-existing device implanted in the popliteal artery was developing thrombus after about two years post implant. The target treatment area was pre-dilated. The deployment line of the first gore® viabahn® endoprosthesis with propaten bioactive surface (viabahn® device) was stuck and did not release. As the constrained viabahn® device was being withdrawn into the introducer sheath, the viabahn® device began to spontaneously expand (less than 1cm) at an unintended location within the femoral artery. In order for the viabahn® device to fully expand at the correct location, the physician advanced the viabahn® device further distally. During this maneuver, thrombus was pushed, and significant distal emboli occurred in the infrapopliteal arteries. Aspiration using various embolectomy catheters, including the penumbra system, was tried without success. Two additional viabahn® devices were subsequently deployed, with the first one inside the pre-existing viabahn® device and the second one distally and overlapped inside the existing device. No blood flow was observed following the deployment of the two devices and the thrombus was stuck. The patient was converted to an emergent femoropopliteal bypass procedure. The viabahn® devices remain implanted. The patient was reportedly recovering well, and his limb was saved.

Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6 - code b20/b22: device lot/serial number was requested, but has yet to be provided. The device remains implanted / abandoned in the patient's limb, and is not available for return. Manufacturing report # 2017233-2026-07019 submitted for delayed deployment of first device. Additional manufacturing report will be submitted for additional implanted device for same procedure / same procedure. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.